Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a minicap extended life pd transfer set. This issue occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was related to the inadequate solvent to the application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.